Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the display on the roller pump failed. The user reported a pixel or some other sort of failure caused the screen text and other sections of the field to blink and blur. By the end of the case, the roller pump display was illegible and blurred with colors. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.